Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue could not be duplicated with a known working battery. Review of the device log did not indicate any abnormal battery depletion. The cause of the reported issue could not be determined. The device operating instructions instruct the user that "device readiness should be verified at least once each month." Analysis of the device log indicates the device was in a not ready state since 12/12/2022.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.